Event description:
It was reported that after an unknown procedure, the surgeon reported that the device caused a late onset bleed in a patient he operated on a fortnight ago. One device was discarded.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Case report: performed using dr¿s standard approach, xcel bladeless ports. Case went well overall, no unplanned deviations. No anatomical variations or anything atypical noted intra-operatively (e.g. Adhesions, excessive oozing etc). Harh36 ace7 device and gen11 performed as expected (no error messages noted), haemostasis acceptable intraop (unremarkable). Dr¿s 1st use of the harmonic ace7 device ¿ rep inserviced prior to case, coached throughout. Ileocolic a. And v. Isolated and skeletonized well, ligated with ace7 in ah mode. Dr claims placed a ¿harmonic clip¿ on the specimen side, then completed a full transection with ah mode on patient side. Asked why partial cycle applied on specimen side, but not patient side. Dr¿s response a little unclear and inconsistent - stated did not want to compromise pedicle integrity with a partial seal on the patient side but wanted ¿to prevent back-bleeding¿ from specimen side ¿ not pursued further. (Note: ps recalls ¿harmonic clip¿ may have been placed patient side). Both pedicles sealed well - ¿not one red cell visible¿, but dr expressed slight concern at visual appearance seal, as looked very different to the thunderbeat seal ¿ ¿a very neat white thin line, vs a more extensive black and charred pedicle with thunderbeat¿. Drs and ps noted that the ah seal-cut cycle seemed quicker than expected ¿ estimate 5 seconds ¿ vs expectation of 10-15sec. Dr made special note to reduce tension ¿ confident there was no tension at all on the vessels during ligation. Vessel size was <7mm. No video of the procedure available. Post-op: +6-8hr: hypotensive episode, initially not tachycardic, abdominal palpation unremarkable. Mild hypotension persistent, progressed to tachycardia with atrial fibrillation (assumed related to pre-existing cardiac condition ¿ not discussed thoroughly but dr mentioned af). Moved to hdu, IV fluid therapy instituted, however, bp continued to deteriorate. Haemoglobin measured at 60g/l - transfused with 2 times 500ml whole blood. CT revealed large haemotoma near site of anastomosis and ileocolic vessel ligations. Patient stabilized and monitored in hdu. Dr then on leave for 5 days. +6d - (B)(6): patient vomited and aspirated ¿ management not discussed in details but dr mentioned intubation and antibiotic therapy, moved to ICU. +12d ¿ 18 aug: abdominal distension and high wbc count (29,000), CT suggestive of anastomotic leak ¿ large fluid collection at site. Significant portsite bruising also noted ¿ fellow initially mentioned possibility of portsite bleed. Laparotomy performed, large organizing blood clot and serum collection, estimated volume 2.5l. Ileocolic pedicles not identifiable due to adhesions, no active bleeding noted. Dr claims no evidence of anastomotic leak / infection / peritonitis. Clot/serum removed, abdomen flushed, drains placed, routine closure. Doctor¿s stated assessment is intermittent arterial bleed from ileocolic a. Pedicle. Note: on initial enquiry by rep, dr had suggested venous (ileocolic v.) Origin. Ultimately, dr stated he does not blame the ace7 device, despite also stating he believed the most likely origin of the bleed to be ileocolic pedicle. Additional questions asked: what is the current status of patient? Any additional transfusion given after primary procedure? \what is histology of aspiration was?